Event description:
Supplemental report is being submitted due to completion of investigation (c code amended).

Manufacturer narrative:
Correction report to update investigation findings (annex c). Device evaluation: 1 x clso-10-9 of lot # c1658523 was returned to cirl for evaluation open in its original packaging. This file deals with the difficult advancement of the stent which has been attributed to user error due to an incompatible wireguide. This file is related to (B)(4) (3001845648-2020-00867) which covers the introducer that was used during the same procedure with the same patient. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03rd december 2020. A 0.035 inch wire guide passed through the introducer and the stent was loaded onto the wire guide without any issues. The introducer deployed the stent as intended. Documents review including IFU review: prior to distribution all clso-10-9 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for clso-10-9 of lot number c1658523 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1658523. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: 1 x clso-10-9 of lot # c1658523 was returned to cirl for evaluation open in its original packaging. This file deals with the difficult advancement of the stent which has been attributed to user error due to an incompatible wireguide. This file is related to (B)(4) (3001845648-2020-00867) which covers the introducer that was used during the same procedure with the same patient. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03rd december 2020. A 0.035 inch wire guide passed through the introducer and the stent was loaded onto the wire guide without any issues. The introducer deployed the stent as intended. Documents review including IFU review: prior to distribution all clso-10-9 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for clso-10-9 of lot number c1658523 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1658523. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of investigation.

Event description:
This is a follow up report. The lab evaluation was completed on 03-dec-2020. The investigation is still on going. Per rep on (B)(6) 2020, they could not advance the stent with the introducer past the neck (top of accessory channel) of the biopsy channel. They pulled this device and successfully completed the procedure with a new stent and introducer. This file was created to capture the difficult advancement of the stent, an additional complaint was created to capture the introducer. Question 2.1.3 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? -metii-25-480 incorrect size wire guide was used, metii-25-480. 0.035 inch wire guide is recommended as per label.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - 16oct2020 - they could not advance the stent with the introducer past the neck (top of accessory channel) of the biopsy channel. They pulled this device and successfully completed the procedure with a new stent and introducer. This file was created to capture the difficult advancement of the stent, an additional complaint was created to capture the introducer. Question 2.1.3: what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? (B)(4). Incorrect size wire guide was used, (B)(4). 0.035 inch wire guide is recommended as per label.